Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose level 40 mg/dl. Customer stated that there was battery issue with pump and communication issue with sensor. Customer stated that insulin pump was unable to show blood glucose level. Customer stated that sensor was not alarmed for few minutes when they had low blood glucose level. Sensor alarmed a few minutes after the sensor was connected again. Customer stated insulin pump had low battery alarm or short battery life. Insulin pump received a low battery alert prior to replace battery alert, replace battery now alarm, or off no power alarm. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.